Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified below the knee. A 2mm x 40mm x 145cm balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.